Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen cvc for analysis. Signs of use were observed inside the catheter body. It was noted that two non-arrow stopcocks were attached to both extension lines. After failing functional testing (see below), visual analysis of the catheter revealed a small leak on the distal extension line. Microscopic examination confirmed the damage and revealed markings at the location of the leak. These markings appear to resemble teeth from a needle holder. The hole on the distal extension line measured 38mm from the luer hub. The distal line outer diameter measured 2.41mm, which is within the specification limits of 2.39mm-2.49mm per the distal extension line extrusion product drawing. The distal extension line inner diameter measured 1.702mm (0.067"), which is within the specification limits of 1.650mm-1.750mm per the distal extension line extrusion product drawing. A lab inventory syringe filled with water was attached to both extension lines and flushed. When flushing the distal line, water was observed leaking out of the small hole on the extrusion. No leaks were observed when flushing the proximal extension line. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A manual tug test confirmed that the distal and proximal extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking extension line was confirmed through complaint investigation of the returned sample. Visual analysis revealed a small leak on the distal extension line. Further microscopic examination revealed markings around the leak that resemble contact with the teeth from needle holders. Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report that this event occurred six days after insertion and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the nurse noticed a crack in the distal line tubing (between the patient and the connector) on day 6 after insertion (detected by a micro leak in the form of droplets). The line was clamped and the catheter was removed and a new one inserted." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the nurse noticed a crack in the distal line tubing (between the patient and the connector) on day 6 after insertion (detected by a micro leak in the form of droplets). The line was clamped and the catheter was removed and a new one inserted." The patient's current condition is reported as "fine".